Event description:
Performance data regarding the device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the patient's system was working with no issues and there were no allegations against the device's performance. The contact was not sure if there had been a power on reset (por). However, during the november device check the voltage was 2.86 v, and during the march check it was 3 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged on (B)(4)-2008 in address "11 c8". Por (power on reset) severity considered low as device should be able to fully recover after reset. No information provided with file.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action and returned product testing found the device did perform as described in the field action. (B)(4)

Manufacturer narrative:
It was further reported that the device was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.